Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow up-report.

Event description:
It was reported that during use the anesthesia machine alarmed and displayed a message saying 'ventilation failure', 'cannot ventilate'. No patient injury reported.

Manufacturer narrative:
The reported ventilator failure could be comprehended by means of the electronic device log file. On the date of the reported event (B)(6) 2017 an encoder check error was detected and an autonomous shutdown was forced. The motor assembly was returned to the manufacturer for further investigation and was assembled in a specific test stand. It was observed that rotation of the motor could not be started for numerous positions. Root cause was determined to be an abraded collector disc. The electrical contact between the collector disc and the carbon brushes was found to be partly disrupted. This is a result of wear and tear. The motor is designed for a lifetime of 10 years. With an age of 9 years in this case the motor has nearly reached the estimated lifetime. The device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while autonomously changing to manual ventilation (man/spont). Manual ventilation and monitoring are not affected. The motor assembly has been replaced and the tests performed afterwards were passed successfully.

Event description:
Please refer to the initial-report.